Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms once the non boston scientific right ventricular (rv) lead was inserted into the device header. Subsequently, the device was explanted approximately a week later and replaced. The new device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a device changeout procedure this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 200 ohms once the non boston scientific right ventricular (rv) lead was inserted into the device header. Subsequently, the device was explanted approximately a week later and replaced. The new device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.